Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, based on the engineering evaluation, the primary root cause was incorrect segmentation as the block fit and segmentation were both found to be outside of acceptance criteria. Patient impact beyond the reported modified surgical technique and 0-30-minute surgical delay would not be anticipated since the femoral cuts were reportedly successfully completed with the use of standard instrumentation without an extensive surgical delay or patient injury/harm. No further medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have reason to suspect that the product failed to meet any product specifications at the time of manufacture. After investigation, it was found that the block was under-segmented, which caused a misfit to the patients anatomy. Additional training was assigned to prevent this issue from happening in the future. We consider this as an isolated event. However, we will continue to monitor this failure mode in the future. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka procedure, the femur block did not fit. When surgeon attempted to push down block to fit on bone, it seemed to kick the block medially. The block was not used and the surgeon converted to standard instruments for femur resections. Instruments were inside the patient. Procedure was finished with a smith and nephew back up device. There was a delay of less than or equal to 30mins.